Manufacturer narrative:
Citation: honda y et al. Impact of has-bled score to predict trans femoral transcatheter aortic valve replacement outcomes. Catheter cardiovasc interv. 2018 dec 1;92(7):1387-1396. Doi: 10.1002/ccd.27596. Epub 2018 mar 30. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of whether the hypertension, abnormal renal/liver function, stroke, bleeding history or predisposition, labile international normalised ratio, elderly, drugs/alcohol (has-bled) score has prognostic value for bleeding and mortality in patients following transfemoral transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between october 2010 and april 2016. The study population included 969 patients (predominantly female; mean age 84 years), 83 of which were implanted with a medtronic corevalve bioprosthetic valve (no serial numbers provided). Among all patients, 66 deaths occurred within 1-year following tavr (27.3% were noted to be due to cardiac causes). Based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: new permanent pacemaker implantation, stroke, cardiac tamponade, annulus rupture, intracranial hemorrhage, myocardial infarction, major vascular complication, and life-threatening/major/severe bleeding. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.